Manufacturer narrative:
It was initially reported that the valve was implanted on 3/6/1998. However, it was later reported that the valve was implanted on 3/6/1998 and explanted on 4/14/1998.

Event description:
Valve was implanted on 3/6/1998 to replace another valve that leaked intraoperatively and was explanted on 4/14/1998 due to leakage. This is the second of three valves that was found to leak in one month in the same pt.